Manufacturer narrative:
Batch review performed on 26 july 2018: lot 166613: (B)(4) items manufactured and released on 02 february 2017. Expiration date: 2022-01-25. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review for the associated instrument performed on 30 july 2018: cup impactor ref. 01.15.10.0294, lot. 1752029: (B)(4) items manufactured and released on 08 june 2017. No anomalies found related to the problem. To date, this is the first similar event reported on items of the same lot.

Event description:
During a total hip when the surgeon was implanting the cup, the inserter disengaged from the cup. The surgeon used a secondary cup and a different inserter to complete the surgery. There was a ten minute delay in the case. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed (B)(6) 2018 by r&d product manager. The cup impactor was analyzed together with the shell. The instrument appeared without any visible damage; it was tried with mpact shells providing the correct locking of the implant. Vice versa, with the received implant, the impactor did not properly connect: the inner part of the shell was visibly damaged together with the inner thread. From the received pieces it is possible to determine that the instrument was not properly connected to the cup (maybe not correctly aligning the two parts) during the surgery that provided to a damaging of the inner thread of the implant and to the conseguent impossibility of connection.